Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention with their general practitioner with a skin reaction that developed at the infusion site (back) while wearing the pod between 5 and 24 hours. It was reported that the infusion site was itchy and red. The patient attended a routine appointment on (B)(6) 2026 with their diabetes team however they recommended to patient see another doctor as they were not able to diagnose or prescribe anything for skin conditions. The patient then saw their general practitioner on (B)(6) 2026 who prescribed a steroid cream and an unspecified antihistamine.